Event description:
A report was received via afssaps that stated that a pt had been hospitalized for treatment of a corneal ulcer in the left eye associated with wear of focus dailies contact lenses. The infection (pseudomonas aeruginosa) was treated with both local and parenteral antibiotic therepy. No further info is available at this time.